Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a diagnostic anomaly occurred which resulted in the charge time of the device being unable to be measured. No intervention was performed at this time. The patient was in stable condition.